Manufacturer narrative:
The insulin pump passed all operating currents within the specified range and passed the off no power test. The insulin pump was monitored and tested with no failed battery test alarm noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery test on their insulin pump. It is reported that the customer had troubleshoot with the us help line, and now the device no longer working. The customer's blood glucose level was reported to be 165.6mg/dl. Troubleshoot by replacing batteries was reported to be conducted, but the device is still not functioning. The customer was advised of the return policy and they will be contacted later to arrange the return and exchange of the device.